Event description:
Surgeon was performing a direct lateral spinal fusion of lumbar 3-4, lumbar 4-5 on an elderly female. After implantation of spinal interbody spacer it was noted that a piece of the clydesdale inserter was broken off. The only other equipment that was being used at the time was a mallet. Thorough examination of the wound, visually and via fluoroscopy, the small broken piece appeared to not be still in the patient. Operating room examination was performed and the broken piece was found in the suction canister. All broken pieces were sequestered and taken off of the operating room back table. Instrument was then decontaminated and sent with the medtronics rep to be sent back to the manufacturer and a report generated.